Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina. The procedure was to treat a de novo lesion located in a heavily tortuous and heavily calcified distal marginal artery that was 90% stenosed. A 2.75 x 48 mm xience xpedition stent was implanted in the lesion. After implantation, a distal edge dissection was noted which was treated with another unspecified xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.